Event description:
It was reported that vessel perforation and pericardial effusion occurred. The target lesion was located in the left anterior descending artery. After a 1.5 rota burr and a 3.5 nc emerge balloon catheter were used to modify the target lesion, a 4.00mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation, the balloon caused calcium to shift, leading to vessel perforation and pericardial effusion. Tamponade with balloon inflation and placement of a covered stent were performed to treat the perforation. A pericardial tap and drainage were also performed to manage the effusion, and the procedure was completed successfully. No further patient complications were reported, and the patient condition was stable and was expected to fully recover.